Manufacturer narrative:
The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The user facility reported that the handpiece runs too high on full speed during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the handpiece runs too high on full speed. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.